Event description:
A patient reported the implant wasn¿t particularly successful for her bladder and bowel control. The patient noted the implanted was not working for her symptoms. The patient stated her healthcare professional (hcp) dropped the ball and didn¿t tell her that she could have pelvic floor therapy. The patient stated the implant for turned off, and the hcp needed to explant it. The patient noted they were working for a pelvic floor therapist. The patient noted she was given percocet, she was super paranoid, and it did not take away her pain and she suffered hours of paranoia. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence/sacral nerve stimulation and gastrointestinal/pelvic floor.